Manufacturer narrative:
H10: the customer requested philips' support in evaluating the device. A philips field service engineer (fse) was dispatched to the customer site and evaluated the device in question. No problems with the device were observed. The device was tested and verified to perform within manufacturer specifications.a good faith effort was made to obtain additional information associated with this complaint, but no additional information had been received. Fse evaluation of the device was unable to duplicate the reported issue. As a result, we are unable to conclude that the device caused or contributed to the adverse event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that an ER doctor used the device during a code and claims the device didn't work. At this time, there is no information available as to the patient outcome or additional details about the device's reported failure to function.